Event description:
A malfunction code labeled as malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for the replacement of the pump and instructed the customer on how to use a backup insulin pump to ensure continuous insulin delivery.